Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction: h6 - medical device problem code of the initial report, from (B)(6) - microbial contamination of device to (B)(6) - failure to clean adequately. This report is being supplemented to provide additional information based on the complaint investigation. The device was returned and evaluated on related MFR 12193 where a deviation from the instructions for use (IFU) was confirmed; therefore, reprocessing may have been conducted insufficiently. The instructions for use (IFU) warns of insufficient reprocessing by stating, ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.